Event description:
A customer contacted beckman coulter inc (bci) regarding elevated troponin (accu tni) results generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 27.72 ng/ml was obtained initially and 28.31 ng/ml upon repeat. A second sample gave a result of 27.57 ng/ml. Customer provided one more accu tni result for this pt, 24.1 ng/ml, but it is unclear if the result was obtained from a previous or new sample. A sample from the pt tested for troponin by two alternate methods resulted with negative values. The erroneous results were reported out of the lab. Bci has not received any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling info, the instrument's performance and service details were not supplied. Customer performed dilution testing which resulted with non linear recovery. Bci has discussed a possible interference with the customer and has yet to hear of the customer would like to send the sample for further investigation. No add'l info regarding this event is available. Although interference is suspected, a clear root cause for this event has not been confirmed to date. A malfunction will be assumed for the purpose of this report.